Event description:
Philips received a complaint on the defibrillator indicating that the device had error appearing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the device showed an error message due to incorrect operation of the device by the user. Therefore, the user was trained on the correct operation of the device. After re-performing the self-test, no fault was observed and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was determined to be caused by the user error. The reported problem is confirmed.